Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnosis procedure was performed when the issue happened and completed by using the hand switch. The philips field service engineer (fse) inspected the system onsite and identified that the wireless footswitch did not work. Upon troubleshooting, fse found the problem concerning the batteries in the switch not retaining a charge. To resolve the problem, customer replaced the wireless footswitch. After replacement of the wireless footswitch by customer, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The corrections executed included: a firmware update to ensure that a loss of connection does not require a reboot of the system to re establish connection (2021-igt-bst-020, 2023-igt-pun-004) an update to the instructions for use for charging and handling of the wireless footswitch the requirement to have the wired footswitch always connected therefore, in the sequence of events above indicated, due to the use of an alternate footswitch or hand switch the procedure can be completed with minimal or no delay, the malfunction would not likely lead to a death or serious injury. Since the execution of the c&r no complaints have been reported to philips alleging harm or potential serious injury. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wireless footswitch stopped working. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.